Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler functional display check failed. When powering on the cycler the front panel touch screen remained blank. The returned cycler underwent and passed a voltage check. During an internal investigation it was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. There was no burning smell detected. An accelerated stress test (ast) was performed on the cycler and passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report their liberty cycler emitted a smell like burning rubber during step 2 of setup and subsequently powered down. There were no power outages in the home and no issue with the outlet reported. The cycler power cord was securely plugged into the outlet with the power switch in the on position. The screen was blank the cycler would not power up and made no sound when pressed. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. Upon follow up, the patient contact confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient did not complete treatment. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.